Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose event. Customer's blood glucose value stayed at 500 mg/dl to 600 mg/dl even after they delivered 80 units of insulin. Customer stated that the insulin pump was not delivering insulin. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation and call back if issue persists. Customer disconnected the call and unable to complete high blood glucose troubleshooting. The insulin pump was not returned for analysis.